Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an unspecified xience sierra stent delivery system (sds) balloon was difficult to remove from the successfully deployed stent. The sds was successfully removed, and no force was applied. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.